Event description:
It was reported by a patient's representative and a manufacturer's representative regarding an implantable neurostimulator. The patient's representative called after receiving approval to increase stimulation but encountered error code 2703. The code's meaning was reviewed, and they were redirected to the healthcare provider (hcp), with an appointment scheduled for friday. Separately, the manufacturer representative reported the same error code, 2703, on the patient's handset, identified as an out-of-range (oor) error. Potential causes and troubleshooting solutions were discussed, and it was noted that the patient had fallen the previous day, likely contributing to the error. It was recommended that an impedance check be performed during the friday appointment. Additional information was received from the manufacturer representative (rep), confirmed with the hcp that the patient was seen in the clinic. An investigate impedance on contact 0 in which they were programmed was found. The patient was still receiving therapy, so no changes were made. The patient was seen again on dec 5th, and their impedances returned to normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.